Event description:
It was reported that the bd alaris smartsite pump infusion set had air bubbles / air in line. The following information was provided by the initial reporter: 2477-0007, lot: 25065085. Issue: rn went into pt's room knowing platelet transfusion would soon be ending. Observed alaris blood tubing connected to patient had a small amount of platelets infusing into the patient, the majority of the tubing behind the platelets was filled with air, including the tubing that was in the alaris channel. Channel was not alarming with "air in line" alert.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The infusion set was then primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no indications of leakage, flow issues or air-in-line. The customer complaint of air-in-line could not be confirmed. A root cause analysis was not conducted because the reported issue could not be replicated on the sample submitted. A device history record review for model 2477-0007 lot number 25065085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.